Manufacturer narrative:
Event site postal code - (B)(6), event site state - (B)(6). It was reported that during a routine check it was observed that the cs100 intra-aortic balloon pump (iabp) was giving an electrical test fail code #52 along with a maintenance required code #1. There was no patient involvement, and no adverse event reported. A getinge field service engineer (fse) suspected problem with front end board & pressure transducer, need to check with the working one to confirm the same. He checked and reset all connections and clean pressure transducers checked machine and after checking of 1 hours, no error is coming out and machine is working properly. Machine under observation for 7 days. The unit returned for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit showed electrical test failure #52. There was no patient involvement.